Event description:
It was reported to philips that the device experienced a therapy test failure. There was no patient involvement. The customer called and spoke with a philips representative. The reported issue was confirmed and it was determined that the capacitor needed to be replaced to return the device to working condition. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The customer was provided a quote to replace the capacitor to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.